Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify external ram crc error, unexpected restart, watchdog timeout alarms and lost memory due to blank display.

Event description:
Customer reported via phone call that insulin pump had pump error alarms. The customer¿s blood glucose level was 68 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.